Manufacturer narrative:
Tandem's pump user guide states, "if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request." Tandem's pump user guide states, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent incomplete bolus alerts. Customer did not understand the purpose of the alert. At times, customer did not complete the bolus process and on other occasions, the customer would deliver additional boluses. Customer's blood glucose ranged from approximately 49 mg/dl to over 400 mg/dl; however, customer could not confirm if bg was over 500 mg/dl. A manual injection was administered and food was consumed to address bg. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds). The customer acknowledged the explanation. Recommendation was made to consult with healthcare provider regarding diabetes management.